Manufacturer narrative:
Sample has not been returned to manufacturer in time for this report. Investigation incomplete. A follow-up investigation report will be sent when competed.

Event description:
The event is reported as: the water bottle became empty during treatment. Patient allegedly desaturated. Patient suctioned via his trach for thick mucus. Patient improved after his inner cannula was removed and increasing his oxygen for a couple of hours. Patient's condition improved. No information available on why the water bottle was allowed to go dry or when it was noticed.